Event description:
Boston scientific received information that stored episodes of oversensing on the shock and right ventricular (rv) rate/sense lead of diaphragmatic noise was observed. This resulted in pacing inhibition of three seconds. The noise was unable to be reproduced in the clinic. It was suspected that the noise was from a previous lead; however, it could not be confirmed. The patient also reported enduring dry heaves, however, it was unknown if this symptom was related to the device system. The lead measurements were reportedly within acceptable limits and there was no suspected malfunction of the rv lead. The rv sensitivity was reprogrammed from 0.6mv to 1.0mv. The physician was to monitor the patient remotely and if the oversensing continued, the device would be downgraded to a pacemaker. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.